Event description:
It was reported that the patient presented with an episode of ventricular fibrillation. Upon review, the pulse generator delivered inappropriate shock due to atrial fibrillation with rapid ventricular response. Programming changes were made to address the issue. Patient was stable post reprogramming.